Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2015-28481. It was reported when the patient presented for wound check, right ventricular lead dislodgement was observed. Interrogation revealed a rise in impedance measurement and no capture. During repositioning the atrial lead dislodged. Both lead were successfully repositioned. Patient was stable post procedure.